Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A correction injection was delivered to address bg. The customer also mentioned that they vomited but reports no injury or permanent damage occurred. Reportedly, the customer replaced the cartridge and continued insulin therapy.